Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. And engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the distal tip of the needle separated and became lodged inside the left atrium resulting in a surgical procedure to remove the device. The physician inserted the device into the patient and performed intervention, the physician injected contrast media into the vessel to confirm the position of the needle tip. The physician then noticed that the distal tip of the needle separated and became lodged inside the left atrium. The patient was sent for a surgical procedure to remove the device. The patient is reported to be stable.